Event description:
Philips received a complaint on the defibrillator indicating that an abnormal alarm was detected and the device could not be used when prepared for electrical cardioversion. Another device was used to manage the rescue. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.